Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device 3172080, lot 9838701, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the innermost plastic of the product packaging was difficult to open, and it became difficult to maintain a clean condition while trying to open it. The product was discarded because it was placed under unclean field. The surgery was completed successfully without any surgical delay. No further information is available.